Event description:
After avr in 2004 with 2 atrial and 2 ventricle wires placed-hooked to av sequential pacemaker. 2 days later heart rhythm 80-avp. While pt was sitting in chair, nurse responded to asystolic alarm-found pt unresponsive and pacemaker off. Emergency button on pacemaker on with return of paced beats and appropriate capture. Py immediately responded with returned of neurologic intact.